Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). After engaging with a 7f jl 3.5 non-boston scientific (bsc) guide catheter and non-bsc guidewire, a 2.50 x 15 mm and 3.00 x 15 mm non-compliant balloon catheter were used to dilate the lesion. However, while deploying a 3.50 x 38 mm synergy ii drug-eluting stent at 12 atmospheres, a distal edge dissection occurred. The physician felt that it was due to tapering nature of the lad. The dissection was flow-limiting and graded as type c. A non-bsc stent was deployed to cover the distal edge dissection and complete the procedure. Thrombolysis in myocardial infarction (timi) 3 flow was restored, and the patient vitals were stable. The patient was safe post-procedure.